Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with saline mentor siltex round moderate profile 375cc breast implants and experienced deflation on the right breast implant. As a result, the patient had undergone bilateral removal and replacement with gel mentor memorygel breast implant 450cc, catalog number 3544501, serial number (B)(4) on the left breast implant and with gel mentor memorygel breast implant 425cc, catalog number 3544425, serial number (B)(4) on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 04/18/2018, it was reported to mentor that the device history record ( DHR) of lot number 87201 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/22/18, it was reported to mentor that sterilization date is (B)(6) 1993. On (B)(6) 2018, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Pe discovered a rent measuring approximately 0.1 cm within a crease and an area of siltex cracking on the anterior aspect. Also, was noticed some areas of shell abrasion on both views of the device and creases as well. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).